Event description:
Customer reported experiencing low blood glucose levels, with the lowest being 42 mg/dl, over the past week. The customer treated the low levels by consuming carbohydrates and glucose tablets. Technical support advised the customer to consult their healthcare provider to further discuss factors that may be affecting their blood glucose levels, and provided guidance on reviewing pump settings with the control-iq feature activated.